Event description:
Pt reported defective haegarda device. Pt reported on the syringe did not work properly on a couple of vials; it did not puncture the rubber basket on the devices. Unknown if syringe, haegarda or both were defective. Date of malfunction: (B)(6) 2025. Pt did not miss a dose. It was not reported if the pt experienced an adverse event due to the defective device. It was not reported if the defective device is available for return to the manufacturer. Haegarda lot number: p100707990, expiration date: 04/24/2027. Haegarda lot number: p100707992, expiration date: 04/17/2027. Reported to (B)(6) by: patient/caregiver. Reference report: mw5166528.